Manufacturer narrative:
(B)(4). (B)(6) 2015 (20:36): ck-mb=2.3 ng/ml, normal upper limit 10.5; (B)(6) 2015 (10:22): ck=159 u/l, normal upper limit 308; (B)(6) 2015 (10:22): ck-mb=5.6 ng/ml, normal upper limit 10.5. (B)(4). There was no reported device malfunction. The product was not returned as it remains in the anatomy. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary procedure, the 3.5x18mm xience xpedition was implanted in the left anterior descending coronary artery. A dissection was noted distal to the implanted stent. A 3.25x8.0mm xience xpedition was successfully implanted to cover the dissection. There was no adverse patient sequela and the patient was discharged home the next day. No additional information was provided.